Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore biopsy device in its initial position and appeared to have blood residue throughout the needle. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the outer cannula of the device allegedly failed to fire. No coaxial was used and procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. It was further reported that the device allegedly failed to obtain sample. No coaxial was used and procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.